Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had compromised force sensor system alarm during priming. The customer¿s blood glucose level was 200 mg/dl. Customer stated that the insulin pump was not dropped or bumped and the drive support cap was correct. The device will not be returned for analysis.